Event description:
Info received from another country affiliate. This info indicates a pt was wearing acuve 2 contact lenses since 2007 and developed a corneal ulcer in the left eye. The wear schedule is unk. The pt reported experiencing redness in the left eye on four days later. The pt consulted an eye care professional (ecp) at clinic a and was diagnosed with a corneal ulcer. The ulcer was observed in the "upper right pupillary zone between the 1 o'clock and 2 o'clock positions." It was described as having an "elliptical appearance, and was about 6mm in diameter." The pt's left eye was treated with ofloxacin ointment, sisomicin sulfate and sodium hyaluronate eye gtts at clinic a. Gatifloxacin hydrate gtts were prescribed with instructions to "apply at frequent intervals." On the following day, the pt consulted an ecp at clinic a. The appearance of the ulcer changed. Corneal inflammation had developed since the day prior, the ulcer "spread widely in a circle" and "the diameter was about one third of the diameter of the cornea." The ecp considered it to be a refractory ulcer. The ecp noted iritis in the pt's left eye and treated it with a mydriatic agent. The ecp stated the pt's left eye was "damaged" and that "the cornea was infected due to this damage." The pt was referred to clinic b and "pus was removed from the left cornea." A corneal culture was performed and the result was negative. The pt was hospitalized. Uncorrected va was 20/50 on the same day. During hospitalization for five days, "application of antibiotic drugs at frequent intervals" and IV ampicillin (unasyn) was administered in the mornings and evenings. The following month, the pt was discharged from the hospital with a bcva of 20/17. There was a scar at the site of ulcer. The pt started outpatient treatment on the next day and was prescribed levofloxacin, sodium hyaluronate and "polymyalgia rheumatica eye gtts" 6x/day. By the following month, pain, tearing, photophobia and all subjective symptoms had subsided. A white circular corneal opacity remained, and no epithelial deficiency was observed. The pt was prescribed levofloxacin and sodium hyaluronate gtts 4x/day and fluorometholone 2x/day. The pt's bcva with spectacles was 20/17. The lenses were returned and inspected. Our findings revealed the following. Five lenses from the lot in question were returned. The parameters of the lenses were measured and a visual inspection was performed. The lenses meet company standards for center thickness, base curve, and diameter. No visual attributes were observed. The lot batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. There are no other medical complaints for this lot. All MDR events are reviewed in quarterly management review meetings.

Manufacturer narrative:
Device labeling single use or reuse.